Event description:
"Respiratory therapist was setting patient up with two vents in hospital setting for future homecare use. The vent was taken out of the box and set up on the patient; the unit shut down (timeline unk). Inop alarm was activated. There was no incident of patient harm as the patient was being monitored at time of event".